Manufacturer narrative:
Without the returned device a probable cause is unable to be determined. Without a lot number a device history review is unable to be performed.

Event description:
A sus voluntary medwatch report (mw5097478) was received that stated the following, "a defective spinning spiros was found while infusing doxorubicin/vincristine/etoposide for a patient. The defective spinning spiros became unattached to the IV line which led to 20 ml of the chemotherapy from being spilled. This led to the patients blood being backed up in to the line leading to a delay in therapy to the patient by 30 minutes." The customer indicated the report type is a serious injury, however, even though there was patient involvement and a delay in therapy there was no adverse event and no report of harm.